Event description:
A malfunction alarm with code malf 24 was reported, and no notable events had occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.